Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria. However, it is being reported to the FDA as the complaint was received via user report from mhra. If product is returned, a physical investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a mhra declaration which reported the following information: a USA consumer reported receiving a high sensor reading of 498 mg/dl from the adc freestyle libre sensor. The customer self-treated with insulin (dose/type unknown) and reported obtaining a glucose reading of 46 mg/dl on an unspecified meter. No further information was provided. There was no report of third-party medical treatment. Therefore, based on the information provided, there was no report of serious injury associated with this event.